Event description:
It was reported that an adverse event was reported. The sensor was inserted into the arm. The patient reported that the sensor fell off on (B)(6) 2023 and he was not receiving any cgm readings. The patient also did not have any bg meter test strips, so was not using a bg meter as a back-up. The following day, the patient was hospitalized. The patient stated his bg level was found to 1500 mg/dl. The patient suffered a heart attack and was in a coma. The patient also stated that he required resuscitation and ventilation. The patient has no memory of his time at the hospital. There was no information when the patient was discharged home. The patient was in stable condition at the time of report, other than his bg levels remaining elevated (in the 400-500 mg/dl range). No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: health effect - clinical code - e0612 ischemic heart disease. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.